Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the exchange is that the nail was too long for the patient. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 8/13/2020 that a sign fin nail implanted to repair a fracture was replaced due to the nail being too long for the patient. The fin nail was replaced with a 8mm x 280mm fin nail per the sign technique manual. Surgeon comment: "we have decided to take her back to operating room and to remove the long nail, exchanging it with a shorter one."